Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. No visual damages were presented on the returned device that was used in medical procedure. The cannula cap was attached to the cannula tabs. Fire testing was not conducted because trigger was difficult to operate, device was jammed then it was disassembled and the prongs of the fork were found deformed as indicative of the device was impacted into bone or another hard surface. The device did not work properly due the prongs of insertion fork were not designed to hit on hard surfaces, then when accidentally this happened the internal components in cannula shaft cannot slide properly.

Event description:
It was reported that a patient underwent a hernia repair procedure and absorbable straps were used. The white tip came off of the device and fell into the patient. The tip was retrieved from the patient without the need for additional tissue dissection. The procedure was completed using a like device. There were no adverse patient consequences.